Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent placement procedure on (B)(6), 2011. According to the complainant, the stent was intended to provide palliative measures, as the patient had cancer in his distal esophagus. The physician stated that the stent had a yellow pull ring which is indicative of distal release. During the procedure, the guidewire and stent were advanced to the stricture site without problem. Using fluoroscopy the physician attempted to release the deployment suture, in order to deploy the distal release stent. The physician "kept opening knot by knot without any effect seen under fluoroscopic imaging". The fluoroscopic image was adjusted to the proximal end of the stent, where it was discovered that the stent had opened proximally, rather than distally. The physician removed the partially deployed stent, and the procedure was successfully completed with a different bsc stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. The complainant stated that the product was disposed of, and is not available for analysis. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported issue of device inaccurate labeling. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were found. It should be noted that distal release ultraflex devices have a yellow pull ring and all proximal release ultraflex devices have a blue pull ring. A review of the manufacturing data for this batch showed that 10 yellow pullrings were issued to the complaint batch. The event description states that the complaint device had a yellow pullring which indicates that it was not mixed up with a proximal release device. In addition, there is a stent orientation system on the crochet machines to verify that the stent is loaded in the correct orientation (flared end always towards proximal handle end). This system also verifies that the shaft is in the correct orientation (sensors on clamps). If the orientation of either the stent or shaft is incorrect, the system will not allow you to process any further. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the details of the complaint, a definitive root cause could not be determined.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent placement procedure on (B)(6) 2011. According to the complainant, the stent was intended to provide palliative measures, as the patient had cancer in his distal esophagus. The physician stated that the stent had a yellow pull ring which is indicative of distal release. During the procedure, the guidewire and stent were advanced to the stricture site without problem. Using fluoroscopy the physician attempted to release the deployment suture, in order to deploy the distal release stent. The physician "kept opening knot by knot without any effect seen under fluoroscopic imaging." The fluoroscopic image was adjusted to the proximal end of the stent, where it was discovered that the stent had opened proximally, rather than distally. The physician removed the partially deployed stent, and the procedure was successfully completed with a different bsc stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. The complainant stated that the product was disposed of, and is not available for analysis. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.